Manufacturer narrative:
(B)(4). There was no evaluation of the actual device, because it was thrown away. We only received the label for this device.

Event description:
Procedure type: tep hernia. Pt gender: unknown. According to the reporter: this product is used routinely. The balloon burst when using the pump and left balloon inside the pt. There is no product to send as was thrown blood loss and less than 30 minutes added to procedure. Pt status: fine.